Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte ag bc global leaked from hub. The following information was provided by the initial reporter: it was reported that when the line was secured, the saline solution was leaked out from the hub.

Manufacturer narrative:
Investigation results: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one unsealed 24ga x 0.75in. Insyte autoguard bc unit. Additionally, 3 photos were provided. An extension set, a syringe, and the catheter were provided for investigation. An attempt to flush the catheter was made and a hole in the adapter was discovered. Microscopic analysis confirmed a hole in the adapter that allowed leakage. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to the molding process. Mold malfunction, mold availability, or production disruption may cause mold/component damage that may result in leaks. A device history record review could not be performed as the lot number is unknown.

Event description:
No additional information.